Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse verified the issue on the error log and was able to reproduce the issue by priming the bf probe. Additionally, the fse replaced a kinked waste tubing and prime the bf wash without any errors. Instrument daily check was performed and passed within specifications. The customer performed controls and results passed within the acceptable range. The aia-360 analyzer returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), from 18jun2018 to aware date (B)(6) 2019. No other similar complaints were identified during the search period. The aia-360 operator's manual states the following: [2016] bf probe suction failure description: suction by the bf probe is abnormal. Troubleshooting: contact the service department. The most probable cause of the reported issue is due to a kinked waste tubing.

Event description:
A customer reported receiving error message 2016 bf probe suction failure while operating on the aia-360 analyzer. The customer verified the bf wash probe and noted the tip was on. There was no evidence of unconnected tubing. Next, technical support (ts) had the customer prime the bf wash which resulted in error message 2016. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of beta-human chorionic gonadotropin (bhcg) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.